Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection found a large amount of dried body fluid in the spring contact at the tip block. Lead impedance on the bench was normal and when a heart simulator was attached to the device no signal was displayed. The lead was removed and while removing it, the sense b spring contact came out. The front portion of the header was removed in order to access the spring block. The spring was damaged while trying to put it back in. No further testing was able to be performed on the device.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise during multiple untreated episodes. The patient was also reported to have experienced appropriate shock therapy episodes as well. The patient experienced syncope during this episode and a high shock impedance measurement of 131 ohms was observed. Surgical intervention was performed and the s-ICD set screw was noted to have not properly been connected to the electrode. The s-ICD was explanted and replaced and there were no additional adverse patient effects reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise during multiple untreated episodes. The patient was also reported to have experienced appropriate shock therapy episodes as well. The patient experienced syncope during this episode and a high shock impedance measurement of 131 ohms was observed. Surgical intervention was performed and the s-ICD set screw was noted to have not properly been connected to the electrode. The s-ICD was explanted and replaced and there were no additional adverse patient effects reported.